Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The user reported that during surgery the touch screen became unresponsive in a way that values could not be changed. Beside the unresponsive touch screen, the error message "user interface board out of service" appeared. As delivery of ventilation and anesthesia was not affected, the attending clinician decided to continue the surgery without implementing any clinical actions. The surgery was completed without any mitigation and no adverse impact to the patient was reported.